Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited failure to capture and noise oversensing. The rv lead was explanted on 13 feb 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6: patient doesn¿t require much pacing due to not being pacemaker dependent, thus there was failure to capture coding is not needed.